Event description:
A revision of the left acetabulum was performed on 03/19/97. A review of the medical records indicates osteolysis and polyethylene wear were present. These records also indicate the patient underwent the following procedures: 10/07/94 - patient underwent left acetabular revision. 1987 - patient underwent bi-lateral total hip arthroplasty due to congenital hip dysplasia.